Event description:
It was reported that the insulin pump alarmed no delivery and motor error during a bolus attempt. The blood glucose reading was 206 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. The device passed the prime, displacement test, basic occlusion, occlusion and excessive no delivery alarm test. No excessive no delivery or motor error alarms noted.